Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with compression fracture underwent balloon kyphoplasty. During the surgery, the balloon ruptured during normal inflation. A curette was used. Patient was not allergic to contrast media. There was no patient complication reported for this event.